Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 510 mg/dl and other blood glucose level 500 mg/dl which was treated by insulin pump. Customer was using insulin pump system within 48 hours of high blood glucose level event. Customer neither admitted to hospital nor visited emergency room. Customer did not found any air bubbles or leakage at set. Customer stated that cannula was not bent. Device will not returned for analysis.